Manufacturer narrative:
Valve explant was reported due to endocarditis. Investigation at abbott found that the mechanical leaflets opened and closed completely and easily. On the sewing cuff there was focal fibrous pannus which contained calcifications. There was focal organizing thrombus with acute inflammation on the fibrous pannus. The gram stain was negative for organisms. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined. Information from the field indicated that the valve had been implanted for 25 years.

Event description:
On (B)(6) 1994, a 25mm mechanical heart valve was implanted. On (B)(6) 2019, the device was explanted due to endocarditis and aortic root abscess. The device was replaced with a 27mm edwards inspiris. The patient remained stable throughout the procedure.

Event description:
On (B)(6) 1994, a 25mm mechanical heart valve was implanted. On (B)(6) 2019, after 26 years being implanted, the device was explanted for an unknown reason. Additional information has been requested.